Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. Approximate age of device ¿ 2 months, 28 days. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Investigation summary: a direct relationship between the device and the reported event could not be determined. The hm3 IFU hemolysis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on the event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to (B)(6) with an episode of syncope. The patient reportedly appeared dehydrated and lvad speed was lowered from 5600 to 5400. Labs were reported to be notable for subtherapeutic international normalized ratio (inr) with elevated ldh. The patient was then started on lovenox. The last reported episode of dizziness was on (B)(6) 2018. No additional information was reported.